Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for a prior investigation. Thus, visual and functional evaluation could not be performed. DHR review found that no conditions that could contribute to the reported event were found and the reported product met manufacturing specifications prior to being released for distribution. A complaint history found similar reports. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. The root cause cannot be determined after investigation. A factor that can contribute to the reported issue is excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that during setup, the scrub tech tightened the thumbscrew on the handpiece tracker too tight, and the head of the screw snapped off. We were able to swap the screw, but the new one would go through the threads in the tracker. I tried after the case and was unable to get the new screw into the handpiece tracker.